Event description:
It was reported that black item was found in the ahto tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that black item was found in the ahto tubeset.

Manufacturer narrative:
Alleged failure: pictures are attached; they found black item in their ahto tube set. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a piece of flash from the disposable tip came loose inside of sterile packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.